Event description:
N/a

Manufacturer narrative:
The stepper motor cup pickup was returned to tosoh instrument service center for investigation. The motor reproduced the reported error during functional testing, which confirmed the reported event was due to failure of the stepper motor cup pickup. The most probable cause of the reported event was due to faulty stepper motor cup pickup.

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but was unable to reproduce the error. Fse replaced the z-axis stepper motor on the cup transfer assembly. Fse ran the cup transfer test to verify functionality and successfully performed quality control, results were without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 - flags and error messages states: [4153] c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to faulty cup transfer z-axis stepper motor.

Event description:
A customer reported getting error message "4153 c. Trans-z home overrun" on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to check for dropped cups or tips, customer found a tip stuck on the sample probe; customer removed the tip and cleaned the sample probe. The customer attempted quality control run, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient sample for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.